Event description:
It was reported that this brady lead was surgically explanted with reason unknown. A new lead with same model was implanted. No additional adverse patient effects were reported. Additional information was obtained from the field indicating that this lead was used as a temporary pacing lead. Hence, this event is deemed nonreportable.

Event description:
It was reported that this brady lead was surgically explanted with reason unknown. A new lead with same model was implanted. No additional adverse patient effects were reported.